Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection, ecs25a, when the surgeon went to do the fire, they fired and when they pulled the stapler out it made a full rectal tear. The donuts were intact. The donut closest to the rectum had a string of tissue on it, which is what caused the leak. They attempted to suture the tear. It was not possible. They transected again and the case was completed with another device of the same product code. There were no patient consequences reported.